Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review. No new information was identified that changes the previously submitted device report. Medical safety/clinical review. Medical safety/clinical reviewed the event. The patient presented to the emergency department via emergency medical services with st-segment elevation myocardial infarction and a several-day history of burning chest pain. While in the emergency department, the patient experienced a pulseless electrical activity (pea) cardiac arrest. Cardiopulmonary resuscitation was initiated and return of spontaneous circulation was achieved with the emergency physician and interventional cardiologist present. An impella device was implanted for mechanical circulatory support without reported difficulty. Single vascular access was obtained, and percutaneous coronary intervention to the left anterior descending artery was performed. During ongoing impella support, the patient demonstrated progressive clinical deterioration. At approximately 0000 hours, a ¿position in aorta¿ alarm was noted. The impella device was repositioned. Despite repositioning, intermittent placement alarms continued to occur. Given the patient¿s continued hemodynamic decline and poor prognosis, the family and critical care team elected to transition the patient to comfort care. The impella placement signal alarm was silenced. Support was withdrawn, and the patient subsequently expired.

Event description:
Additional information has been provided upon request: "regarding this case, the patients low native pulsatility falsely triggered a position in aorta alarm when it should have been position unknown. The pump was not saved for return. The issue was resolved after disabling the false alarm."

Manufacturer narrative:
B5 updated. The investigation is ongoing.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and on day three of support, the patient became hemodynamically unstable. There was also a report of device sensing issues. The patient would subsequently expire. After successful placement of the impella, the patient settled in the intensive care unit. Critical care placed a central line with plans to float a swan catheter. The patient was supported at performance level p-5 due to continuous suction. The following day, discussion of escalation was made. Under transesophageal echocardiography, the patient's heart looked underfilled. Plans to give fluid and reassess later in the afternoon was noted. Some suction alarms occurred which resolved with lowering the performance level. The team was hoping for that to resolve once fluid resuscitated. Per the report, there were no other device related concerns. Now day three of support, the patient began decompensating and had a position in aorta alarm around. The impella was repositioned bedside with the critical care team. The impella position was noted as okay at this time. Despite the impella being repositioned, the patient was still having intermittent placement alarms. Plan was to make the patient comfort care per the family and critical care team. Placement signal alarm silenced. The support continued until family arrived and then care was withdrawn. The patient expired.